Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure in order to treat a cystocle, a rectocele and urinary stress incontinence and a sparc sling was implanted. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, bowel problems, fistula, organ perforation and vaginal scarring. It was reported that the patient underwent vaginal reconstruction due to mesh erosion. No additional information was provided. (B)(4) - urinary problems; bowel problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a procedure on (B)(6) 2003 and sparc sling was implanted . It was reported that the patient underwent revision of vaginal graft and removal of sling on (B)(6) 2013 along with urethrolysis due to urinary retention.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat bladder and rectal prolapse. It was reported that on (B)(6) 2012 patient underwent mesh removal and vaginal reconstruction due to mesh erosion.

Manufacturer narrative:
Resubmission with the correct file number. It was reported that patient underwent concurrent urethrolysis, placement of suprapubic catheter and perineum repair procedures.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.